Event description:
It was reported that during percutaneous transluminal coronary angioplasty procedure, a balloon burst occurred. The unspecified lesion was located in the fist obtuse marginal branch. The physician attempted to predilate the lesion using the maverick2 monorail ptca catheter, however, after an unspecified number of inflations, the maverick balloon burst at 5 atms. The physician successfully predilated the lesion with a 2.25x15 quantum maverick balloon catheter. No pt complications were noted and the pt's status was reported as "ok". Additional information was requested but not received.